Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury per the physician was related to the mitraclip was that being implanted and is therefore, related to procedural conditions. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, grasping attempts were made thrice. It was observed that the posterior leaflet was slightly damaged post deployment. Another mitraclip was implanted successfully. The mr was reduced to grade 3+ post procedure. There was no clinically significant delay. No additional information was provided.